Event description:
It was reported that the customer experienced elevated blood glucose levels (354 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer was unsure if they had performed the load process correctly when changing the cartridge. During troubleshooting customer was walked through a complete load process and cartridge was successfully changed.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.